Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs inspected the reservoirs snap cap and septum's for anomalies non were found. Performed occlusion test by filling the reservoirs with diluent, connecting to new infusion set and installing into a medtronic 5 series insulin pump. Performed manual prime, fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoirs are not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his infusion sets stopped delivering insulin and his blood glucose was elevated. Customer does not recall any significant events leading to the error. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting was done for reservoir as customer indicated that it stopped working. The customer indicated that he changed out the entire set and reservoir and appears to be working fine now. The customer was advised that the reservoir would be replaced and to return the old reservoir for analysis.